Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not observe drops of insulin during the fill tubing process. The customer's blood glucose was 216-217 mg/dl. The customer re-loaded the cartridge and resumed insulin delivery.